Event description:
The user's hearing performance with the device was affected. CT scan showed 4 electrodes to be extra-cochlear, which were subsequently disabled. The electrode array was repositioned successfully.

Manufacturer narrative:
Conclusion: based on the received information, it seems that the reported decrease in hearing with the device was caused by a post-operative migration of the active electrode array out of the cochlea. A full insertion was achieved at the initial implantation. A surgery to re-insert the electrode was successfully performed. The concerned device remains implanted and in use. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance is affected. Some channels were confirmed to be extra-cochlear. A reinsertion of the electrode is planned.